Event description:
Boston scientific crm received information that this patient had a thirty minute syncopal episode one week after walking through security gates in anchorage. The patient' daughter called technical services (ts) and asked if gates could have caused syncope. Daughter states upon medical exam a small spot of blood was found at the base of the patients brain, however stroke was ruled out. Ts suggested unlikely that the security gates caused syncope due to the length of time that had passed (one week). Syncope occurred while captaining a boat and ts asked how far was the patient from the engines, and daughter stated he was in the front of the boat and the engines are in the back. Ts recommended 12-14 inches between the patient and engines for safety. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.